Manufacturer narrative:
The recipient's pain has reportedly resolved. The recipient is now experiencing loss of lock. External equipment has been exchanged, however, the issue is not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests performed. The device passed the electrical tests performed. The device failed the residual gas analysis. The internal visual inspection revealed that a resistor had a corroded trace. It is believed that the failure of this implantable cochlear stimulator (ics) device was caused by a loss of hermetic seal. This is concluded from the residual gas analysis and dye penetrate data. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of a resistor. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient is reportedly experiencing pain at the implant site with and without device use. The recipient was prescribed a pain block medication (type unknown), however, the pain returned. The recipient is using ibuprofen every four hours for pain. The recipient was medically cleared by implant surgeon. The recipient is being monitored.